Manufacturer narrative:
(B)(4). Customer tested with cuvette lot#d4k3c019. Method: actual device not evaluated. Process evaluation performed. No ncmrs or anomalies identified for this instrument. Cuvette device history records reviewed and no related issues were identified. Result code: no results available since no evaluation performed. Conclusion: device failure related to patient condition. It was reported that the patient was on lovenox. It is common for patient's on lovenox to register lower than expected inr results using the protime microagulation system. Itc has requested all data required for form 3500a.

Event description:
User facility reports lower than reference with a protime microagulation system. Protime generated a 1.1 inr result. Patient was tested within 24 hours at reference laboratory and the result was 4.7 inr. Patient's therapeutic range: 2.0 - 3.0 inr. No adverse event(s) were reported.